Event description:
Customer reported a past low blood glucose event with a lowest level of 50 mg/dl, suspected cause unknown. Customer treated the low blood glucose by eating bananas. Technical support advised the customer to consult a healthcare professional to discuss factors affecting blood glucose levels, and the customer understood and acknowledged this advice.